Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the patient underwent a primary left l5-s1 spinal root decompression. In 1999, the patient presented with recurrent disc herniation. The investigator noted the event as moderate in intensity. Patient had reoperation for recurrent disc herniation with excellent results and relief of radicular pain. The event resolved with treatment 5 days later. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as postoperative risk/complication.